Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt arrested prior to receiving the vad. He first had ECMO and then he was transitioned to the vad. Neurology said 2 days after surgery that the pt probably wouldn't ever wake up or communicate. The pt had constant fevers... 102-104 all the time. The hosp is returning pump for analysis to rule out any potential pump issue.

Manufacturer narrative:
The explanted device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.